Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using through the denali filter in the right femoral vein. Prior to the procedure, it was identified that the filter allegedly dislodged from the storage tube. The procedure was completed using same device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The pusher catheter was loaded with touhy-borst adapter. The pusher catheter appeared to have a bend on the proximal portion, pusher wire was noted to be detached from the filter. The filter was observed loaded within the filter storage tube and was slightly protruding the proximal end. One femoral denali filter kit received. On visual evaluation, the pusher catheter appeared to have a bend on the proximal portion. The pusher wire on the distal end was noted. The segment did not appear to have been returned. Distinct curvature was observed throughout the introducer sheath and dilator received. No anomalies were observed to the distal ends of both devices. The touhy-borst adapter and filter storage tube were received separately and not loaded together. The filter was observed loaded within the filter storage tube and was slightly protruding the proximal end. No other anomalies were observed. Therefore, the investigation is unconfirmed for the reported break as no break was noted and also the investigation is identified and confirmed for the detachment of the device as the pusher wire was noted to be detached from the delivery system. A definitive root cause for the reported break and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a percutaneous inferior vena cava filter implantation using the denali filter in the right femoral vein. Prior to the procedure, it was identified that the filter allegedly dislodged from the storage tube. The procedure was completed using the same device. There was no patient contact.